Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault, circuit disconnect, low peak inspiratory pressure, transducer fault, and low minute ventilation alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported all transducer calibrations passed and determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.